Event description:
On (B)(6) 2013, the lay-user/patient contacted animas, alleging the animas pump has a load step malfunction. During the cartridge load step, the subject pump pushed all the insulin out of the cartridge. This issue occurred twice. Subsequently, the patient¿s blood glucose was elevated to 557 mg/dl. He reportedly had symptoms of mild to moderate increased thirst and urination. The patient went off of insulin pump as advised and is on insulin treatment via syringe until his replacement pump arrives. The load step malfunction was not resolved with training. There was no product misuse. The patient was not connected to the pump during the load step. This complaint is being reported because the patient had elevated blood glucose above 500 mg/dl after the animas pump could not complete the load step process.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 10/23/2013 with the following results: opened pump and remove from case, found force sensor flex trace cracked at pin connection. The black box recorded a cartridge not detected alarm. Flow test was complete and passed. Attempted rewind, load and received a no cartridge detected alarm. Force sensor calibration was out of specification. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.